Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer could not gain telemetry with the implanted device. Troubleshooting steps were taken to no avail. Telemetry was able to be gained, however, when another programmer was attempted. It was suggested that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.